Event description:
It was reported to philips the device therapy test failed. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips the device therapy test failed. There was no patient involvement. The customer worked with the technical support representative. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor, the replacement for which was ordered to customer. The customer to install capacitor. The device remains at the customer site and no further evaluation is warranted at this time.